Event description:
While using a byte night aligner, a patient's one anterior tooth was moved rapidly and became painful. Upon examination, it was found a healthy tooth had abscessed and required root canal therapy. Doctor advised patient to stop treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.